Event description:
In 1997 implanted with pacesetter trilogy 2360 pacemaker. Rptr had problems immediately, to which rptr received no response. After two emergency surgeries it was decided that this device was brain dead. Rptr was then implanted with trilogy model 2264 which also failed. Rptr has had multiple surgeries to correct the damage done by these devices. Even pacesetter reps have made comments that these devices have serious problems. Rptr wonders how many people are dying in their sleep as these units fail.